Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-nov-2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the insertion tube having multiple frayed wires likely occurred due to an external force applied to the insertion section. The cause of the dent on the probe unit likely occurred due to an external force applied to the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the insertion tube had multiple frayed wires. The probe unit distal cab also had sharp dents. In addition it was noted that the ultrasound image had six broken elements, leakage between grip and control section, and peeling was observed on the ultrasound cord. The image was okay. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device that was returned by the customer for the issue of intermittent image. Upon evaluation of the returned device, it was observed that the insertion tube had multiple frayed wires. The probe unit distal cab also had sharp dents. This medwatch is being submitted for the reportable issues of the multiple frayed wires of the insertion tube and the sharp dents of the distal cap of the probe unit that were observed during estimation.